Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone l2-s1 psf with l4-s1 tlif. It was reported that while final tightening of the set caps one of the set caps splayed and was unable to be torqued down, leaving the ring of the set cap attached. The break off ring on the set cap is still attached to the set cap and is in the patient. No patient symptoms or complications as a result of this event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.